Event description:
It was reported that the left ventricular lead implant was attempted, but ultimately not used due to the patient's anatomy. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. The full lead was returned and analyzed. All conductors had blood/body fluid (not obstructed).